Manufacturer narrative:
3. Date of event is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior spinal fusion procedure from t3 to iliac. It was reported that during post-operative measurements, it was noticed that the rod was fractured above iliac screws. The patient had initial surgery on (B)(6) 2024 and provided post-op x-rays for a clinic visit on (B)(6) 2025 which were measured on (B)(6) 2025. The rods remained implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: h11 radiographic image review: the ap x-ray shows iliac screw present in fusion construct. A rod fracture on one side after the iliac screws as designated by a red circle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.